Event description:
It was reported that a patient presented in-clinic with inappropriate shock, over-sensing of noise, overcurrent detection, low defibrillation impedance, no high voltage output. No intervention or further adverse consequences were reported.

Event description:
New information received notes that the implantable cardioverter defibrillator was explanted and replaced. There were no adverse patient consequences reported.